Manufacturer narrative:
The sponsor assessed the event as causally related to the device and possibly related to the anti platelets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated mi as a q wave mi (target vessel) 3rd udmi - lad. Cec also adjudicated the revascularisation as a target lesion revascularisation pci that was clinically driven. Cec adjudicated stent thrombosis as late stent thrombosis arc definite in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were used to treat the lad. Approximately 4.5 months post procedure, patient suffered acute anterior stemi of the lad (target vessel). The event was treated with pci of the lad to treat stent thrombosis. Patient recovered with sequlae. Investigator assessed the event as causally related to the anti-platelet medication and device.